Event description:
There was a loss of therapeutic effect/no stimulation for two weeks. During troubleshooting efforts, there was no response from the implanted interstim device. Based on the implant, ins may have reached end of life.

Manufacturer narrative:
(B)(4)